Event description:
A review of information downloaded from the patient's device indicated a sudden increase in the noise level observed on all leads. In a follow-up call, the patient reported a crack near the connector of their electrode belt.